Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5038661) on (B)(6)2015. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, physical pain") and genital haemorrhage ("lots of clots and bleeding") in a female patient who had essure (batch no. 846837) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, uterus enlarged, adenomyosis, dysfunctional uterine bleeding and secondary anemia. On (B)(6)2011, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), weight increased ("gained 30 pounds"), dysmenorrhoea ("painful periods") and back pain ("back pains at all times"). In march 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dysgeusia ("metal taste in her mouth"), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain and cramping"), migraine ("migraines"), amnesia ("memory loss"), abdominal distension ("bloating"), depression ("depression"), nightmare ("nightmare"), the first episode of hypertension ("high blood pressure"), anxiety ("anxieties"), fluid retention ("water retention"), joint swelling ("other injury(ies) or complication (s) please describe: swollen joints"), mood altered ("hormonal changes describe: moodiness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches,"), the second episode of hypertension ("blood or heart disorder/condition type: high blood pressure"), fatigue ("fatigue,"), menorrhagia ("abnormal bleeding (menorrhagia)") and carpal tunnel syndrome ("other injury(ies) or complication (s) please describe: carpal tunnel"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),and a hysterectomy was performed on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, dysmenorrhoea, back pain, alopecia, dysgeusia, dyspareunia, abdominal pain, migraine, amnesia, abdominal distension and depression had resolved and the procedural pain, nightmare, anxiety, fluid retention, joint swelling, mood altered, vaginal haemorrhage, headache, the last episode of hypertension, fatigue, menorrhagia and carpal tunnel syndrome outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, back pain, carpal tunnel syndrome, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fluid retention, genital haemorrhage, headache, joint swelling, menorrhagia, migraine, mood altered, nightmare, pelvic pain, procedural pain, vaginal haemorrhage, weight increased, the first episode of hypertension and the second episode of hypertension to be related to essure. The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms were mostly resolved. Procedure: hysteroscopy with essure placement progress notes : patient tolerated findings: 5 coils on right, 10 coils on left diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - in april 2011: confirming full occlusion of fallopian tubes concerning the injuries reported in this case, the following ones were reported via social media: nightmare, hypertension, anxiety, water retention. Quality-safety evaluation of ptc: final assessment: lot number 846837 production date: 4/2011 expiration date: 4/2014. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received: mood altered, vaginal haemorrhage, headache, hypertension, fatigue, carpal tunnel syndrome, joint swelling, menorrhagia were added. Reporter, patient demographic information, product start date updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, physical pain") and genital haemorrhage ("lots of clots and bleeding") in a female patient who had essure (batch no. 846837) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), weight increased ("gained (B)(6)"), dysmenorrhoea ("painful periods") and back pain ("back pains at all times"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dysgeusia ("metal taste in her mouth"), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain and cramping"), migraine ("migraines"), amnesia ("memory loss"), abdominal distension ("bloating") and depression ("depression"). The patient was treated with surgery (surgery to remove the essure device and a hysterectomy was performed on (B)(6) 2016). In (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, dysmenorrhoea, back pain, alopecia, dysgeusia, dyspareunia, abdominal pain, migraine, amnesia, abdominal distension and depression had resolved and the procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, pelvic pain, procedural pain and weight increased to be related to essure. The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms were mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: final assessment: lot number 846837 production date: 4/2011 expiration date: 4/2014. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 23-may-2017: no further information was received for this case. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw (B)(4)) on 06-mar-2015. The most recent information was received on 20-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, physical pain"), genital haemorrhage ("lots of clots and bleeding") and pregnancy with contraceptive device ("suspicion of pregnancy") in a 35-year-old female patient who had essure (batch no. 846837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, uterus enlarged, adenomyosis, dysfunctional uterine bleeding and secondary anemia. In (B)(6) 2011, the patient experienced weight increased ("gained 30 pounds"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced alopecia ("hair loss") and fatigue ("fatigue,"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and amnesia ("memory loss"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("back pains at all times"). In (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). In (B)(6) 2016, the patient experienced migraine ("migraines"), abdominal distension ("bloating"), anxiety ("anxieties"), mood altered ("hormonal changes describe: moodiness") and headache ("headaches,"). In (B)(6) 2017, the patient experienced the first episode of hypertension ("high blood pressure"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), dysmenorrhoea ("painful periods"), dysgeusia ("metal taste in her mouth"), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain and cramping"), depression ("depression"), nightmare ("nightmare"), fluid retention ("water retention"), joint swelling ("other injury(ies) or complication (s) please describe: swollen joints"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of hypertension ("blood or heart disorder/condition type: high blood pressure"), menorrhagia ("abnormal bleeding (menorrhagia)"), carpal tunnel syndrome ("other injury(ies) or complication (s) please describe: carpal tunnel"), arthritis ("arthritis"), breast mass ("masses in the breast") and menstruation delayed ("11 days late"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),and a hysterectomy was performed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, dysmenorrhoea, back pain, alopecia, dysgeusia, dyspareunia, abdominal pain, migraine, amnesia, abdominal distension and depression had resolved and the pregnancy with contraceptive device, procedural pain, nightmare, anxiety, fluid retention, joint swelling, mood altered, vaginal haemorrhage, headache, the last episode of hypertension, fatigue, menorrhagia, carpal tunnel syndrome, arthritis, breast mass and menstruation delayed outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, arthritis, back pain, breast mass, carpal tunnel syndrome, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fluid retention, genital haemorrhage, headache, joint swelling, menorrhagia, menstruation delayed, migraine, mood altered, nightmare, pelvic pain, pregnancy with contraceptive device, procedural pain, vaginal haemorrhage, weight increased, the first episode of hypertension and the second episode of hypertension to be related to essure. The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms were mostly resolved. Procedure: hysteroscopy with essure placement. Progress notes : patient tolerated. Findings: 5 coils on right, 10 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: confirming full occlusion of fallopian tubes . Concerning the injuries reported in this case, the following ones were reported via social media: nightmare, hypertension, anxiety, water retention. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc (product technical complaint ). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, physical pain") and genital haemorrhage ("lots of clots and bleeding") in a female patient who had essure (batch no. 846837) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), weight increased ("gained 30 pounds"), dysmenorrhoea ("painful periods") and back pain ("back pains at all times"). In (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dysgeusia ("metal taste in her mouth"), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain and cramping"), migraine ("migraines"), amnesia ("memory loss"), abdominal distension ("bloating"), depression ("depression"), nightmare ("nightmare"), hypertension ("high blood pressure"), anxiety ("anxieties") and fluid retention ("water retention"). The patient was treated with surgery (surgery to remove the essure device and a hysterectomy was performed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, dysmenorrhoea, back pain, alopecia, dysgeusia, dyspareunia, abdominal pain, migraine, amnesia, abdominal distension and depression had resolved and the procedural pain, nightmare, hypertension, anxiety and fluid retention outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fluid retention, genital haemorrhage, hypertension, migraine, nightmare, pelvic pain, procedural pain and weight increased to be related to essure. The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms were mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: confirming full occlusion of fallopian tubes . Concerning the injuries reported in this case, the following ones were reported via social media: nightmare, hypertension, anxiety, water retention. Quality-safety evaluation of ptc: final assessment: lot number 846837 production date: 4/2011 expiration date: 4/2014. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 2-feb-2018: content from medical record (social media) received: new events nightmare, high blood pressure, anxieties, water retention and reporter were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5038661) on 06-mar-2015. The most recent information was received on 07-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, physical pain"), genital haemorrhage ("lots of clots and bleeding") and pregnancy with contraceptive device ("suspicion of pregnancy") in a 35-year-old female patient who had essure (batch no. 846837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, uterus enlarged, adenomyosis, dysfunctional uterine bleeding and secondary anemia. In (B)(6) 2011, the patient experienced weight increased ("gained 30 pounds"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced alopecia ("hair loss") and fatigue ("fatigue,"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and amnesia ("memory loss"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("back pains at all times"). In (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). In (B)(6) 2016, the patient experienced migraine ("migraines"), abdominal distension ("bloating"), anxiety ("anxieties"), mood altered ("hormonal changes describe: moodiness") and headache ("headaches,"). In (B)(6) 2017, the patient experienced the first episode of hypertension ("high blood pressure"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), dysmenorrhoea ("painful periods"), dysgeusia ("metal taste in her mouth"), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain and cramping"), depression ("depression"), nightmare ("nightmare"), fluid retention ("water retention"), joint swelling ("other injury(ies) or complication(s) please describe: swollen joints"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of hypertension ("blood or heart disorder/condition type: high blood pressure"), menorrhagia ("abnormal bleeding (menorrhagia)"), carpal tunnel syndrome ("other injury(ies) or complication (s) please describe: carpal tunnel"), arthritis ("arthritis"), breast mass ("masses in the breast") and unevaluable event ("11 days late"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),and a hysterectomy was performed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, dysmenorrhoea, back pain, alopecia, dysgeusia, dyspareunia, abdominal pain, migraine, amnesia, abdominal distension and depression had resolved and the pregnancy with contraceptive device, procedural pain, nightmare, anxiety, fluid retention, joint swelling, mood altered, vaginal haemorrhage, headache, the last episode of hypertension, fatigue, menorrhagia, carpal tunnel syndrome, arthritis, breast mass and unevaluable event outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, arthritis, back pain, breast mass, carpal tunnel syndrome, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fluid retention, genital haemorrhage, headache, joint swelling, menorrhagia, migraine, mood altered, nightmare, pelvic pain, pregnancy with contraceptive device, procedural pain, unevaluable event, vaginal haemorrhage, weight increased, the first episode of hypertension and the second episode of hypertension to be related to essure. The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms were mostly resolved. Procedure: hysteroscopy with essure placement. Progress notes : patient tolerated. Findings: 5 coils on right, 10 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were reported via social media: nightmare, hypertension, anxiety, water retention. Quality-safety evaluation of ptc: final assessment: lot number 846837, production date: 4/2011, expiration date: 4/2014. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 7-jun-2018: the following information was provided from social media: arthritis, masses in the breast, 11 days late, suspicion of pregnancy were added as event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, physical pain") and genital haemorrhage ("lots of clots and bleeding") in a female patient who received essure (batch no. 846837) for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), weight increased ("gained 30 pounds"), dysmenorrhoea ("painful periods") and back pain ("back pains at all times"). In (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), alopecia ("hair loss"), dysgeusia ("metal taste in her mouth"), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain and cramping"), migraine ("migraines"), amnesia ("memory loss"), abdominal distension ("bloating") and depression ("depression"). The patient was treated with surgery (surgery to remove the essure device and a hysterectomy was performed on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, dysmenorrhoea, back pain, alopecia, dysgeusia, dyspareunia, abdominal pain, migraine, amnesia, abdominal distension and depression had resolved and the procedural pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, weight increased, dysmenorrhoea, back pain, alopecia, dysgeusia, dyspareunia, abdominal pain, migraine, amnesia, abdominal distension, depression and procedural pain to be related to essure. The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms were mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2011: hysterosalpingogram result was confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: final assessment: lot number 846837 production date: 4/2011 expiration date: 4/2014. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 1-feb-2017: legal claim was received: implant date of essure amended from 2012 to (B)(6) 2011. Hsg test was performed, confirming full occlusion of fallopian tubes. Following the implant, plaintiff began experiencing symptoms, which included: hair loss, severe pelvic pain, back pain, metal taste in her mouth, pain during intercourse, abdominal pain, migraines, cramping, memory loss, bloating, depression and painful post-operative recovery. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and has been experiencing lots of clots and bleeding (interpreted as genital bleeding) and severe pelvic pain, physical pain. A surgery to remove the essure device and a hysterectomy was performed. Upon receipt of follow-up information, this case became legal. The events are considered anticipated according to essure's reference safety information. After essure insertion abnormal genital bleeding and pelvic pain may occur; therefore a causal relationship between the reported events and the essure cannot be excluded. In addition non-serious events were reported. This case was regarded as incident because device removal was required and surgical intervention was performed. Additionally, non-serious events were reported. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. An updated product technical analysis is expected. Further information will be obtained through the litigation process.